Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient presented to the pd clinic with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was drawn resulting in staphylococcus epidermidis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 2500ml and ip ceftazidime 2g. After receipt of culture results, the ceftazidime was discontinued and oral rifampin 600mg daily for 14 days was initiated along with the continuation of the vancomycin. The patient did not report any issues with the liberty select cycler or cycler set related to the peritonitis. The cause of the peritonitis is unknown. This patient was new to pd therapy in (B)(6) 2019. The patient is continuing pd therapy on the liberty select cycler during recovery from the peritonitis.